Event description:
It was reported that the patient passed away. Additional relevant information regarding the patient's death was not provided. An obituary stated that the patient passed away on (B)(6) 2013. A copy of the death certificate could not be requested as only the immediate family members are eligible to request a copy. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. Additional attempts for relevant information were unsuccessful to date.